Manufacturer narrative:
The product involved in this complaint has not been received for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. In f/u with the customer, the customer stated that she saw sparking where the transformer plugs into the pump. There was no breach to the transformer housing. She did not witness any smoke, melting or fire. No injuries were sustained as a result of the issue. The customer reported that she discarded the transformer. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notifications are on-going. Should additional info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Event description:
The customer reported to customer svc that her transformer is frayed and now causes sparks when plugged in.